Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device for evaluation. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported to b. Braun medical inc. That a perfusor space us+wireless battery pack (material # 8713031u) was used during a 12 cubic centimeter (cc) gentamycin infusion performed on (B)(6) 2023. According to the complainant, the pump failed to fully infuse the 12cc gentamycin syringe. Reportedly, the customer believes the issue is with the syringe and not the pump. Additional information was received that revealed the residual volume was greater than the 1 milliliter (ml) the instructions for use (IFU) projects. The pump was being used with the covidien monoject 12ml syringe luer-lock tip. The complaint device will not be returned to the manufacturer for evaluation. No patient complications were reported as a result of this event.